Event description:
On (B)(6) 2010, pt reported she can see her infusion device screen but states in certain angles and lights the display looks damage. Pt reported she just noticed the issue a few days ago. Pt reported it is like "ink going across the screen." Pt stated it is noticeable when the infusion device is in the run mode and being worn. Pt reported the infusion device has not been dropped, however, she does roll over it all the time. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.